Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.014" guidewire stuck inside the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the handle was opened, and the proximal inner was prolapsed. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that could have contributed to the deployment issue.

Event description:
It was reported that the stent partially deployed. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for a patient procedure in the patient's right superficial femoral artery to treat their peripheral artery disease. The lesion was moderately tortuous and calcified, and 95% stenosed. The lesion was pre-dilated and the lesion was accessed through a contralateral approach. During the procedure, while attempting to deploy the stent, the physician rotated the thumbwheel and then tried to pull the pull grip with the white arrow visible, but it could not be pulled. The physician pulled the outer sheath of the delivery system to fully deploy the stent. It was confirmed that the stent did not stretch or fracture. The physician stated that it was a crossover, but the bifurcation was not too severe. The physician also stated that by using the "14wire" (non-bsc), there is a possibility that it could have tangled in the thumbwheel. After the case, the handle was dismantled and checked. As a result, it was found that the stent could not be deployed (in the normal fashion) because the middle sheath was kinked. No patient complications were reported. The procedure was completed with this device.

Event description:
It was reported that the stent partially deployed. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for a patient procedure in the patient's right superficial femoral artery to treat their peripheral artery disease. The lesion was moderately tortuous and calcified, and 95% stenosed. The lesion was pre-dilated and the lesion was accessed through a contralateral approach. During the procedure, while attempting to deploy the stent, the physician rotated the thumbwheel and then tried to pull the pull grip with the white arrow visible, but it could not be pulled. The physician pulled the outer sheath of the delivery system to fully deploy the stent. It was confirmed that the stent did not stretch or fracture. The physician stated that it was a crossover, but the bifurcation was not too severe. The physician also stated that by using the "14wire" (non-bsc), there is a possibility that it could have tangled in the thumbwheel. After the case, the handle was dismantled and checked. As a result, it was found that the stent could not be deployed (in the normal fashion) because the middle sheath was kinked. No patient complications were reported. The procedure was completed with this device.